Manufacturer narrative:
D10: 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-32-40 - exp glen, 40mm, for small reverse: (B)(6). 320-35-08 - sm superior/post augglen pl,rt: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. During the surgery, the calcar split upon impaction of humeral stem. The surgeon used a beaded cable, and the outcome was considered resolved. The devices remain implanted. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.